Event description:
Related manufacturer reference number: 2017865-2022-44418. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the atrial (ra) lead. During the explant the physician elected to explant and replace the ra lead and the right ventricle (rv) lead due to advisory. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.